Event description:
It is reported that the pt was revised due to a broken articular surface.

Manufacturer narrative:
Evaluation summary: it appears that a small, flat, sharp object was used to hit the articular surface into place where the locking tab is attached. It is possible that this action damaged the locking tab resulting in it breaking off of the articular surface. However, no surgical notes were returned; it is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. Dimensional analysis shows that the device is conforming to print specifications where measured. Visual examination confirms that locking tab has fractured off. It also reveals minor wear on the condylar pads and the backside of the articular surface.